Event description:
During a follow-up conversation with the home pt's nurse regarding a system error 2240, the home pt's nurse stated that she was aware of an incident in which the home pt had been connected during prime. No pt injury or medical intervention was associated with this incident per the home pt's nurse.